Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was stuck. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to corroded battery tube. Unable to verify keypad unresponsive or button error alarm due to blank display. No moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with broken belt clip rails.